Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hemicolectomy. According to the reporter: the patient had a reoperation because the anastomotic suture was not completely circular, meaning that the staple line was not complete. The problem was detected through a staple line leak; the staple line was found completely opened. A colostomy was performed after two days. There was no reinforcement material was used in conjunction with the stapling device. There was no extension of the surgery time by more than 30 min. There was no blood loss of more than 500cc. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the surgeon told me that the patient is dead due to respiratory complications. The surgeon affirms that cause of death was not the eea, but respiratory diseases. The surgeon does not remember the date of death that befallen around (B)(6) ago.